Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, disconnecting incorrectly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain one of four. During troubleshooting, the patient stated that they had disconnected during dwell and not reconnected in time for the start of the drain cycle. The technical service representative (tsr) reviewed proper procedures with the patient. The tsr assisted the patient in ending therapy and advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.